Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricular output connector and upper and lower cases are broken; also the ventricular connector was not plugged in. Side bail covers are broken. Lead flex cover is broken and corroded. Battery contacts are compressed. Keyboard is contaminated.

Event description:
It was reported the ventricular connector was broken. It was also reported the holder that supports the connector was broken. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.